Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they had a follow up appointment with their healthcare provider (hcp) on (B)(6) 2024 and the healthcare provider had "fixed everything", patient said that they had not felt stimulation before that the hcp did something and then the patient felt stimulation and was told that now the implant was working and that it hadn't been working before that appointment. Patient said therapy was helping them now and they felt stimulation intermittently. Patient's next hcp appointment was (B)(6) 2025. Patient service reviewed that agent would send message to manufacturer representative (rep) to order patient a carrying case and bring it to the hcp appointment. The rep replied back stating that they would sent them the case. 2025-feb-14 lfc (hcp): additional information was received from the health care professional (hcp). When the hcp was asked to clarify the device was not working, the hcp stated that the device was turned off. The hcp confirmed that this was not caused by normal battery depletion. The cause of the device not working was determined. The most likely cause of the event was they turned the device on for the patient. The hcp confirmed that the cause of not feeling the stimulation was determined and the most likely cause of the event was due to the device was off. The hcp confirmed that the issue was resolved. The hcp confirmed that the cause of feeling intermittent stimulation was determined and the most likely cause of the event was due to the device was off and low level amplitude. When asked the hcp about the steps taken to resolve the issue, the hcp stated that the device was turned on. The hcp confirmed that the issue was resolved.